Event description:
Caller reported damage to tandem charging cable, which resulted in the charging supplies no longer being functional. There was no reported impact to the customer¿s blood glucose level. Technical support took corrective action by replacing the damaged charging supplies.